Manufacturer narrative:
Unit had constant motor error alarm during rewind due to cracked flex trace on the motor. Unable to perform displacement test, basic occlusion test, excessive no delivery test, prime/delivery test and occlusion test due to motor error alarms. Unable to confirm e70 or e alarm in alarm history screen due to motor error during rewind. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer also reported that a motor position encoder error occurred. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.